Event description:
Update: involved components: nr870z/ as enduro meniscal component f1 10mm (aesculap ag reference no. (B)(4). Nr293z/ as femur extens.stem 6° d18x77 cemented (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: during the product investigation it could be determined that the box of the femur component is torn out on the lateral side at the interface to the femoral shaft. Neither the fracture surface of the femur box (major fragment) nor that of the minor fragment exhibits material defects/abnormalities like foreign particles inclusions or blow holes. Both, the medial side of the femur box as well as the medial side of the stem exhibits pressure marking showing a leverage of the stem. Medial side was under compression and lateral was under tension. The enduro hinge ring shows nearly no damage/scratches. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: it can be assumes that the patient had several bone defects which were compensated by using spacers and bone cement. Probably in the course of time the bone degraded more and more and/or the condylar bone support was no longer sufficiently given, respective cement has been loosened from the bone. Probably these circumstances led to the femur component not being supported enough (femur loosening). As a result of this the femur component was held primarily by the connection to the femur stem. The femur component box (at the interface) has therefore been excessively dynamically loaded which has finally resulted in a fatigue fracture. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nr870z/ as enduro meniscal component f1 10mm (aesculap ag reference no. (B)(4)). Nr293z/ as femur extens.stem 6° d18x77 cemented (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb014z - as enduro femoral component cemented f1l. According to the complaint description, there was a fracture postoperatively. A picture confirmed the fracture. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) (B)(4).